Manufacturer narrative:
According to the description the pump was empty after-24 hours instead of 4-days, the customer believes that the bolus lock of the pump broke and the bolus had a continuous flow of 5mlx30min. The flow rate of a pump could be affected by different external factors such as filling the pump less than the labeled fill volume and the increase of temperature, the filling volume of the pump was not provided and no additional information about the user and facility conditions were provided; therefore, it was not possible to know if this could have contributed to the failure. Additional to this, per instructions for use (IFU) the labeled flow rates are based on the use of normal saline as a diluent. If a different diluent/drug is used the viscosity could be affected and cause the flow rate to increase. Regarding the possible breakage at the bolus site, no pictures were provided and it was not possible to determine if the bolus was working properly, if the red tab was not removed the flow would be continuous which could cause the fast flow. Root cause could not be determined. All information reasonably known as of 13-jan-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported the device was to infuse in 4-days, however the device infused in 24-hours. There was no reported patient injury.

Manufacturer narrative:
The device history record for the reported lot number, 30085020, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 15-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).